Event description:
It was reported by the customer through emergency support program that the sensation plus 50cc had gas loss alarm on a cardiosave. He stated they have recently change out the console from ch382832l3 to another one ch390316c4. He stated the gas loss alarms still occur and have increased frequency to about 4 to 5 times an hour. He reported no blood in the helium tubing is seen and all connections are secured. He reported that they have used the iab fill and start keys to resume therapy each time and that the patient is restless in bed. He stated also that they had a fo sensor failure occur on the catheter a few days ago and they have not been using the fo ap since then. He stated it was not called in and would like to report it now. (B)(6) the registered nurse reported the alarm is still occurring about 3-4 times an hour. She verified no visible signs of blood are seen in the helium tubing. She stated the original cardiosave used and replaced is the ch382832l3 and the one currently being used is ch390316c4. She verified this is a femoral insertion and we reviewed best practices of patient positioning to assist with a possible internal kink that may have formed in the catheter at the inguinal crease of the patient. No external kinks are visible. (B)(6) called and stated the pump is now stating there is an ¿autofill failure¿ message when trying to restart the pump after a ¿gas loss¿ alarm. She stated they have changed out consoles again to the original pump (ch382832l3) which stated it displayed a ¿safety disc replacement due¿ message on startup. This pump is also stating ¿autofill failure¿ when attempting to start therapy. After all attempts at manipulation of the patient position and restarting therapy more than a dozen times have failed, getinge field service engineer reviewed with (B)(6) that my recommendation is to remove or replace the iab catheter. They attempted to swap consoles one more time back to ch382832l3 which is unsuccessful. They think at this time the patient will be taken to ccl to have the catheter removed and replaced. No harm injury was reported to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4). Additional point of contact: (B)(6) rn / (B)(6) rn / (B)(6) pa. Due to characterization limit e1 event site address: (B)(6).

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h6 (type of investigation, investigation findings, conclusion), h11 corrected field: e1 (initial reporter). No decon or visual inspection performed since product was not returned and could not be evaluated. A complaint was received through a direct call to the emergency support program regarding persistent gas loss alarms on a cardiosave system. The clinical team had recently replaced the original console (B)(6) with another unit (B)(6), but the alarms continued and increased in frequency to several times per hour. The nurse reported no blood in the helium tubing and confirmed that all connections were secure. The team had been restarting therapy each time using the iab fill and start keys, and the patient was noted to be restless in bed. In addition, the team reported a fiber-optic sensor failure on the catheter that had occurred days earlier but had not been previously reported. During the call, patient handoff occurred, and the incoming nurse verified that the alarms continued at a similar rate. She gathered catheter and pump details and confirmed that the catheter was inserted femorally. Troubleshooting included reviewing best practices for positioning due to the possibility of an internal kink near the inguinal crease, since no external kinks were visible. The following morning, the nurse reported that the alarms had progressed to autofill failure messages on both consoles, including the original pump, which also displayed a ¿safety disc replacement due¿ message. Multiple attempts to restart therapy and reposition the patient were unsuccessful. The recommendation was made to remove or replace the iab catheter. The team planned to take the patient to the cath lab for catheter removal and replacement. No patient harm or injury was reported, and internal notifications were made. Since the product was not returned, we were unable to perform a device evaluation. Based on the event description, the most likely root cause is an internal obstruction or kink within the femoral inserted iab catheter, likely at the inguinal crease, which impaired helium flow and resulted in repeated gas loss alarms and eventual autofill failure. The persistence of alarms across multiple consoles, the absence of blood in the helium tubing, the patient¿s restlessness, the femoral insertion site, and the earlier fiber-optic sensor failure all support that the issue originated from the catheter rather than any of the pump consoles. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.